Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was observed prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 5 tubes contained foreign matter (fm) in the gel. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. A visual examination of the photo revealed black foreign material on the top of the gel barrier. Sample information intake states samples were sent; however, no samples were found at the manufacturing site for this pr. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was observed prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 5 tubes contained foreign matter (fm) in the gel. There was no health impact or consequences reported.